Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. This complaint is being reported due to the following conclusion: the cable from the instrument was frayed and an x-day was taken to confirm that there were no reported pieces inside the patient.

Event description:
Intuitive surgical inc. (Isi) received uf/importer report (B)(4) with the following description: pk forceps inspected before procedure showed no damage of cable. After surgery, inspection revealed cable was frayed. An x-ray of the patient was taken and showed no retained cable.